Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned or evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an coil embolization procedure, coil migration occurred. The target area was in the left hypogastric artery. Five 2d helical 35 5 mm x 50 mm coils were deployed; however, one of the coils migrated and lodged in the patient's femoral artery. The patient required surgery to remove the coil. There were no additional patient complications reported and the patient's status is fine.